Event description:
Ous MDR - noise on the ventricular channel, which leaded to vf detection according to the marker-chain, but without delivery of a shock.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn as this time. The investigation will be re-opened should add'l data become available.